Event description:
It was reported that the asymptomatic patient had presented to the clinic for a follow-up when communication could not be established with the device. Different programmers did not fix the problem and no source of emi was nearby to cause the issue. The patient noted vibratory alerts a few months prior. The device was explanted and replaced. Patient was fine after procedure.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by a depleted battery. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.